Event description:
Voluntary medwatch received states that the right atrial lead exhibited a possible loss of capture. No adverse patient effects were reported. The lead was reported as implanted and active. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report #mw5156993.

Manufacturer narrative:
Correction: e4 - initial reporter also sent the report to FDA?